Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, during troubleshooting the patient indicated that they initiated therapy and did not allow the device to prime properly prior to connection, which are known causes of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during the initial drain cycle of peritoneal dialysis therapy while the patient was connected. During troubleshooting, it was found that the patient initiated therapy before connecting. Additionally, the patient line was not completely primed before the patient connected. The technical service representative assisted the patient in clearing the alarm and advised the patient to restart therapy with new supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.